Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that in product investigation only insulation damage was observed which appeared to be consistent with electro-cautery damage.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was explanted due to insulation abrasion damage. No additional adverse patient effects were reported.